Event description:
It was reported that during a cystectomy with an lloi deveration procedure, the device fired an incomplete staple line which resulted in blood loss of about 200 cc. Procedure was completed with a competitor's device. The patient received 3 units of blood. Patient is currently doing well.

Manufacturer narrative:
Date sent: 3/25/2008. Info anticipated, but unavailable at this time.